Manufacturer narrative:
Corrections: b4 date of this report, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, and g6 type of report. Additional information: a2 age at time of event, date of birth, g3 date received by manufacturer, h2 if follow-up, what type, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The lot number is unknown; therefore the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.

Event description:
It was reported that the patient developed a rash on his neck while using 72r electrodes. The patient changed the electrodes every day. He stopped wearing the unit and tried again, but the rash came back. The patient was advised by the doctor to applied benadrly cream to area. The patient was advised to take a break in treatment until his skin is completely healed. Afterwards, conduct a time test at 1 hour increments starting with 63b electrodes. He was told to change electrodes every day or every other day and change the position of electrodes each day. It was later reported that the patient's primary physician prescribed benadryl. The primary physician advised him to take a break from treatment until the skin clears up. It was reported that no further information is available. The 72r electrodes were not returned for evaluation.

Event description:
It was reported that the patient developed rash on his neck while using 72r electrodes. The patient changed the electrodes every day. He stopped wearing the unit and try again, but rash came back. The patient was advised by the doctor to applied benadryl cream to area. The patient was advised to take a break in treatment until his skin is completely healed. Afterwards, conduct a time test at 1 hour increments starting with 63b electrodes. He was told to change electrodes every day or every other day and change the position of electrodes each day. It was later reported that the patient's primary physician prescribed benadryl. The primary physician advised him to take a break from treatment until the skin clears up. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical products: medical product: unknown, therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.